Event description:
The facility reported an infusion pump with a failure code 570. It was not known if this failure occurred while infusing on a pt. The facility representative stated that no pt injury was reported on this pump since the last baxter service event. Although information was requested, information regarding pt demographics, medication and device programming was not provided.